Manufacturer narrative:
The insulin pump was received with missing segments or partial display due to a cracked zebra connector on the lcd. The insulin pump had a scratched lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported that a clear line in the middle of the insulin pump screen was making the display hard to read. Her blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.